Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. The event occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, constant downstream occlusion was not reproduced. A review of the event history log revealed downstream occlusion messages. However the event history log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.